Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under button contacts and the display is dim and a reddish color. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the down button in the keypad is torn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up and ok buttons are worn off. There was contamination found under all key contacts. The display is dim and a reddish color. The lens is scratched. (B)(6).